Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with skinvive¿ by juvéderm® in the cheeks. About 2 or 3 days later, the patient experienced ¿redness, heat sensation and pain.¿ the patient was treated with ¿hirax 2, 4, and 7 days after the injection¿ because the heat sensation was strong and the pain did not subside, antibiotic administration was also started from 5 days after the injection. The heat sensation and pain improved from 6 days later. Skin color almost recovered in after 14 days. Symptoms are ongoing.